Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm 90 CT. The following information was provided by the initial reporter, consumer reported when injecting, no insulin flow does not prime before use. Stated, at least 20 percent of the box was affected. It happened once today, discarded the sample. Only one incident date provided for the one today. Reporting 1 box." 1 of 2 complaints.

Manufacturer narrative:
Device expiration date: n/a. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 4mm 90 CT. The following information was provided by the initial reporter, consumer reported when injecting, no insulin flow does not prime before use. Stated, at least 20 percent of the box was affected. It happened once today, discarded the sample. Only one incident date provided for the one today. Reporting 1 box." 1 of 2 complaints.